Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the patient has worn a bifocal contact lens in his opposite eye for about 10 days. The dizziness and vertigo are gone. The patient feels his vision is normal now and his loves his vision with the intraocular lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient is experiencing dizziness and vertigo since his surgery. The patient had surgery three weeks ago. The patient is having trouble driving and walking at times due to his symptoms. According to the ophthalmologist, he informed the patient that the problem is most likely an unusual neuroadaptation problem. The patient was seen at 1 week and he blamed his off balance on the cataract in the fellow eye. Additional information has been requested and received. No posterior capsule opacification has been observed.